Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise and had outer insulation damage which was addressed and resolved via an unrelated event. The patient was asymptomatic. No changes were made to resolve the over-sensing anomaly as the physician elected to monitor the patient. There were no consequences to the patient.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.